Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed o2 calibration after a software update was completed and oxygen sensors were replaced by a third party service center. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.